Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential adverse events or complications may include, but are not limited to: neurologic damage, local or systemic (e.g., stroke). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported: on (B)(6) 2024, the patient underwent treatment of pararenal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe), gore® excluder® iliac branch endoprosthesis, and gore® excluder® aaa endoprosthesis. It was reported that there was technical success from the tambe procedure perspective, and the patient tolerated the procedure. On (B)(6) 2024, the patient experienced a stroke, which was confirmed by MRI. Reportedly the patient had a pre-existing aortic arch penetrating atherosclerotic ulcer. This was documented and discussed with the hospital team. It was determined by the hospital team that the aaa was a greater risk. No further information is available.